Manufacturer narrative:
H.6. Investigation: DHR for lot 8214832 was reviewed. No related quality issues or process deviations were found. Received a total of 43 unused representative units of 20ga bd nexiva closed IV catheter single port units. 42 are within undamaged sealed packages in 3 dispenser boxes and one is out of the opened undamaged package. 1 unit separated at the extension tubing from within the clear port of the catheter/adapter (stabilization platform) upon removal from the package and revealed to have insufficient adhesive at the extension tugging / adapter joint. The remaining 42 units revealed no anomalies or damage. The device failure was due to an insufficient amount of adhesive in the extension tubing / adapter joint. In the previous station design, this defect was created at the zone 8 adhesive dispense station if air got into the lines that feed adhesive to the adhesive dispense grippers, causing a short shot of adhesive to be dispensed onto the tube. Acr project s14-044 redesigned the adhesive dispense stations for insertion into both the luer adapter and catheter adapter. The new design provides more control and consistency in dispensing adhesive and does not require the use of individual adhesive lines to dispense the adhesive. CAPA#684099 was initiated.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was broken before use at the tubing/butterfly connection. The following information was provided by the initial reporter: "broken." "Where the tubing meets the butterfly edge it is broken. This was broke prior to use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was broken before use at the tubing/butterfly connection. The following information was provided by the initial reporter: "broken." "Where the tubing meets the butterfly edge it is broken. This was broke prior to use."